Event description:
It was reported to medtronic minimed that the customer experienced a sensor performance issue and a discrepancy between sensor glucose (sg) and blood glucose (bg) values. The customer stated that the pump alerted a sensor glucose value below 50 mg/dl, while a fingerstick blood glucose check performed at that time showed a value over 200 mg/dl. The customer also reported that calibration attempts were not accepted and that the sensor subsequently failed. The customer reported no adverse event. The event involved the following products: mmt-7040a, mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was partially performed and could not be obtained during the call and the customer declined or was unable to complete further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-332a, mmt-242a, and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.